Manufacturer narrative:
D9 product available to stryker ¿ updated. D9 returned to manufacturer on ¿updated. H3 device evaluated by mfg ¿updated. H3 summary attached - updated. The device was returned within a dispenser coil in the introducer sheath. The lot number was not confirmed because the packaging was not returned with the device. During visual inspection, the proximal contact wire was intact. The coil delivery wire was kinked/bent. The main coil was manually detached and not returned. Functional testing was not required as the reported defect was confirmed during analysis. Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. In the case of this complaint, it is likely that the main coil was pushed/pulled against resistance during repositioning inside the microcatheter and the main coil prematurely separated as a result. An assignable cause of procedural factors will be assigned to the coil detaching/separating during use since this issue appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural and/or anatomical factors during use. An assignable cause of handling damage will be assigned to the coil delivery wire kinking since this issue is likely due to handling of the device during the clinical procedure.

Event description:
It was reported that the subject coil (target) prematurely detached in the catheter during the procedure. The patients¿ medical condition was good. There were no adverse consequences reported to the patient.

Manufacturer narrative:
Device not received for evaluation.

Event description:
It was reported that the subject coil (target) prematurely detached in the catheter during the procedure. The patients¿ medical condition was good. There were no adverse consequences reported to the patient.